Manufacturer narrative:
120-112xpefky microset non pvc, 1,2 filter,y port is on the cbi-095 attachment I. Per cbi-095 attachment I, this product is exempt from us FDA reporting requirements.

Event description:
Serial number (B)(6). Date of event unknown event occurred during patient use? Yes. Was an injury reported to be associated with the event? No. If electromechanical device, were audible or visual alarms generated? No. Was medical intervention required? No. Is sample available for evaluation? No. Event description: this event was reported to baxter italy on 13-nov-2023 via email. The product involved is unknown (product code: 112xpefky (not recognized) ¿ lot/serial number: 13185447 ¿( not recognized) ,quantity: 1). The event occurrence date is unknown. The reporter stated the following: the product leaked from the filter present on the line at the filter drain connection point and the amount of liquid lost during the entire night infusion. The issue occurred during use. No patient harm was reported with this event.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd microset non pvc set was leaking the following information was received by the initial reporter with the verbatim: this event was reported to baxter italy on (B)(6) 2023 via email. The product involved is unknown (product code: 112xpefky (not recognized) ¿ lot/serial number: (B)(6) ¿( not recognized) ,quantity: 1). The event occurrence date is unknown. The reporter stated the following: the product leaked from the filter present on the line at the filter drain connection point and the amount of liquid lost during the entire night infusion. The issue occurred during use. No patient harm was reported with this event. The actual sample availability is unknown and sample photo attached.